Event description:
It was reported the pt was no longer receiving stimulation and was unable to communicate with or charge his ipg. The pt indicated he had not charged his ipg in over 30 days. The pt was advised to consult with his physician to determine the next course of action. The pt is to contact the sjm rep once he has made a decision as to what, if any, intervention is going to take place.

Manufacturer narrative:
Correction/removal reporting number: 1627487-05242011-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.